Manufacturer narrative:
Other relevant device(s) are: model: 9734715. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the tall spinous process clamp would not open. There was no reported delay to the procedure and no reported impact on the patient¿s outcome.